Event description:
This unsolicited device case from (B)(6) was received on 14-jul-2015 from a physician. This case concerns a (B)(6) female patient who experienced strong allergic and inflammatory reaction after receiving treatment with synvisc one. The patient's medical history included allergy to anti-inflammatory drugs (nos). No concomitant medications and concurrent conditions were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, one (dose, lot/batch number and expiration date not reported) in both her knees for osteoarthritis of the knee. On the same day, after the administration of synvisc one the patient experienced a strong allergic and inflammatory reaction with pain, functional limitation and reactive synovitis (reactive arthritis) in both her knees. It was reported that, a corrective treatment which included an injection of triamcinolone acetonide (trigon depot) was administered to the patient and she recovered from the adverse event. Also, reported that, the possibility of infection was discarded and the reporter did not consider that adverse event as unusual since it was described in the scientific literature. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality assessment: related. Seriousness criteria: required intervention (injection of triamcinolone acetonide (trigon depot)).

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality assessment: related. Additional information was received on july 27, 2015.